Event description:
During a ptca procedure, the struts of the stent in the express2 monorail coronary stent delivery system were sticking out of the stent at the proimal end. The lesion being treated is unknown. The procedure was successfully completed with another device. No patient injuries or complications were reported. Patient status is reported as 'ok'.